Event description:
The co received a report from a foreign customer that the product developed a leak in the pilot balloon during pt use. The customer could not confirm if the product was pretested. It is also unk if the tube was replaced.

Manufacturer narrative:
The sample is expected to be returned for investigation. If significant info is obtained from the investigation, a supplemental report will be provided.